Event description:
It was reported that after a coronary stenting treatment procedure stent damage was observed. The target lesion being treated in the procedure was located in the left circumflex (lcx). It was 90% stenosed with severe calcification and severe tortuosity. Following the balloon pre-dilatation, a liberte monorail bare metal stent was delivered to the lesion. However, it was not able to cross the lesion. When the physician confirmed it was pulled outside the pt body, he noticed the stent edge was lifted up. This device was discarded in the hospital as it was contaminated with hepatitis c virus. The procedure was completed with another stent delivery system. There was no pt complications reported and the pt status was reported as "good'.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.